Manufacturer narrative:
Additional information was added pt's info and reporter info. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The reported behavior was confirmed. A secondary fiber line was connected. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. During the procedure, the site had issues getting the imaging system to power up. The site was able to get the gantry to move, dock in the home position, and communicate with the mobile viewing station (mvs). However, a red x displayed on the system pendant for the x-ray portion. Troubleshooting included rebooting the system, checking the key and dongle, re-homing the system, and re-establishing the umbilical connection. The system was unable to be used for the procedure. The procedure as completed with the use of a c-arm. The length of procedure delay was unknown. There was no impact on patient outcome. It was noted the imaging system was plugged in over the weekend and was powered on an hour prior to the procedure. A rad and gain calibration had also been performed on (B)(6) 2020.